Event description:
Procedure: wedge/segmental resection. Reportedly, the instrument fired but the knife was stuck in the middle. Returned the black return knobs but bleeding occurred. Exchanged the cartridge and fired again, then more bleeding occurred. Procedure was converted to an open procedure. No further pt injury reported.